Event description:
The customer reported that, upon inspection, the device would not power on and displayed the charge pak, attention, and service indicators.

Manufacturer narrative:
Medtronic replaced the device. Medtronic evaluated the device and found that the hlc's, and the chargepak were charge depleted. Root cause was determined to be a faulty capacitor, c177.